Manufacturer narrative:
The returned device was evaluated. During eval of the device, it was found that segment a did not illuminate.

Event description:
It was reported that there was a missing segment on the display. No pt involvement.